Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review could not be reviewed due to the unknown lot number.

Event description:
The event occurred on an unspecified date in december of 2024 involving an unspecified spinning spiros. The customer reported that, ¿taxol chemotherapy was hung on the primary intravenous (IV) set with a spinning spiros connection from the secondary tubing placed and made in the pharmacy. After the pump started at a rate of approximately 200 milliliters per hour the registered nurse (rn) walked away but after a few minutes came back to an alarming pump. The taxol was leaking from the spinning spiros connection. The secondary tubing was clamped and the pumped stopped. The spill of approximately 20 milliliters was cleaned per chemotherapy spill protocol by the charge rn. Medication did not touch patient or rn during leakage. The defective device was replaced and therapy resumed. No hole, cut, tears, loose connections, or any defects noted. The device has been discarded due to chemo contamination. The customer stated that "chemo set up (tubing and spiros) delivered from pharmacy- per pharmacy- they use the ref# cl 3011 30¿ 20 drop approx admin set w/ integrated chemolock drop chamber, sprios w/ red cap hanger. There was patient involvement but no adverse events.

Manufacturer narrative:
The device has been discarded. The investigation is pending.